Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the driveline could not be connected to the controller during implant. The backup controller was used and the controller (B)(4) was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned controller failed visual inspection as a result of bent pins on the driveline connector; thus, functional testing could not be completed. The most probable root cause of the reported poor mechanical connection cannot be conclusively determined; however, a possible root cause may be attributed to a forced connection. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that during implant, the driveline could not be connected to the controller. It was noted that connector was bent. The controller was exchanged for the backup controller. There was no reported patient injury as a result of this event. The controller was returned to the manufacturer for evaluation.